Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: during a surgery for the synfix-lr system, the threaded tip of the synfix-lr implant holder broke off when inserting the cage into the disc space. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.